Event description:
It was reported that the stem insertion handle tip broke off during routine use. There was no patient impact or delay reported.there is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the device had fractured at the tip. The strike plate had multiple indentations along with indentations near the handle on the shaft side. Complaint confirmed based on the evaluation of the returned product review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.